Manufacturer narrative:
An event regarding appearance issue involving a metal head. The event was confirmed. Method & results: device evaluation and results: inspection of the returned device confirms the event as brown spots and discoloration were observed on its bearing surface. Medical records received and evaluation: not performed as there is no indication the reported event was related to patient factors. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusion: the event was confirmed. A technical assessment was performed for the reported failure mode and concluded: stryker¿s internal specification for ion implantation of cocr alloy bearings, ims0160, specifies in section 6.1.2 that processed components must be uniform in color and appearance over the treated area, and shall be free from discoloration. Based on the extensive testing carried out there is no indication to suggest a functional, biological or toxicological risk. Hence, no hazardous situations are foreseen as a result of implantation of a discolored femoral head.

Event description:
The implant was opened by the scrub tech and we both viewed the oxidized head. I informed her not to use that implant, then I opened a new one.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The implant was opened by the scrub tech and we both viewed the oxidized head. I informed her not to use that implant, then I opened a new one.